Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery has been observed to be depleting quickly for the past few weeks. Review of pump history during troubleshooting showed the battery depleted 20% in 4 hours then another 30% by the following day. In addition, the customer's blood glucose (bg) level has been elevated for the past month (290-566 mg/dl) with a ketone level of 0.1 mmol/l. The contact stated they were unsure of the cause of the high bg levels and unsure if it was related to the battery issue. Manual injections were used to address bg levels. Reportedly the customer will continue to use the pump until the replacement pump is received.